Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 327 mg/dl. It was stated that the customer was vomiting prior to being hospitalized. It was also stated that the insulin pump was giving a motor error alarm. The mother was unable to troubleshoot the insulin pump at the time of the call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.